Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an internal hemorrhoid ligation performed on (B)(6) 2026. During the procedure, several bands were stuck together, when the fourth band was deployed, the fifth band and the sixth band were deployed together. The procedure was completed with another speedband superview super 7 device. There was no difficulty setting up the device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): problem code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the anus during an internal hemorrhoid ligation performed on (B)(6) 2026. During the procedure, several bands were stuck together, when the fourth band was deployed, the fifth band and the sixth band were deployed together. The procedure was completed with another speedband superview super 7 device. There was no difficulty setting up the device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 (device codes): problem code a150103 captures the reportable event of bands premature deployment. Investigation results. Device/media analysis: the device was returned and during visual inspection it was found that the teeth were damaged. Additionally, one band was returned separated from the ligator housing but was found to be in good condition. Also, the ligator housing was returned without any bands attached. There were no issues were identified in the handle section. Unable to confirm the as reported codes "bands premature deployment" and "bands damaged/defective" with testing of the product return. DHR review. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Conclusion. Based on the event description and analysis performed on the device, there is not enough evidence to determine whether the bands premature deployment was due to the physician's technique during the procedure or was related to a device malfunction. Also, it was noted that the ligator housing was returned without any bands attached. Additionally, one band was received separately from the ligator housing and was found to be in good condition. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "cause not established".